Manufacturer narrative:
Siemens healthcare diagnostics has investigated the provided information and assessed the discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample result on the ca-660 analyzer. A sample handling issue cannot be ruled out such as improper mixing post blood draw. Improper mixing may cause poor anticoagulation or anticoagulant to be in the upper portion of the plasma sample, thus increasing clot time. Pour over action into a cup provides some mixing of plasma, even though the tube was not remixed and respun prior to repeat from the cup of original sample 1. There is no indication of reagent or instrument malfunction as pt quality control was within range, and no other samples were affected. No product non-conformance could be identified as the issue is sample related. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, high prothrombin time / international normalized ratio (pt/inr) patient sample result of 61.9 seconds/ 5.85 inr was generated on a ca-660 analyzer. The discordant, high pt/inr result was reported to the physician and questioned. Another two samples (samples 2 and 3) were drawn from the patient and run on the same ca-660 analyzer. Lower pt/inr results were generated. In addition, the original sample was rerun on the same system and also generated a lower pt/inr result. There are no reports of patient intervention or adverse health consequence due to the discordant, high pt/inr result.